Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was visible air in the sheath. During the mapping phase of a procedure where a faradrive steerable sheath was selected for use, the physician observed air in the sheath. Therefore, it was decided to replace the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis.